Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the received a motor error alarm and an off no power alarm. The customer also reported that they found that the battery compartment and spring were corroded. The customer reported that they would receive a failed battery test every battery change. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will not be returned for analysis.